Event description:
International affiliate reports that intra-operatively , two screws broke during insertion. There were no adverse consequences to the patient and no delay as other screws were available to complete the procedure. See mfg medwatch report# 1526439-2012-00309 for the other screw that was involved in this event.

Manufacturer narrative:
Depuy synthes spine has requested return of the screw. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned screw found the screw head had broken off at the base in the area where it meets the screw shaft. Review of the device history record found no discrepancies. No definitive conclusions can be made. However, the mis ti cfx fenestrated polyaxial screw is intended for use in patients with diminished bone quality. The patients good bone quality likely presented a higher than anticipated torque during insertion of the polyaxial screw, resulting in screw head dislodgement. At this time, the complaint is considered to be closed.